Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the patient's battery will not charge. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Conclusion: it was reported that the battery was not able to charge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge or provide power to a test controller. As a result, the reported event was confirmed. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse is a non-resettable temperature sensitive component that interrupts the electrical connection when a certain temperature condition is met. However, the maximum temperature registered for the battery was below the temperature specification for the fuse. Based on the available information, the most likely root cause of the reported event can be attributed to a faulty thermal cutoff fuse, preventing the battery from charging or providing power to a controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating the event date is unknown. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.